Event description:
Upon re-evaluation of the complaint, it was determined that this complaint met arthrex reporting criteria even though no adverse consequences were reported with the patient as a result of this event. This device is used for treatment. Implant crack on insertion. Sales representative stated that as the surgeon was inserting the implant, it stopped advancing. Surgeon removed the piece of the implant protruding with the use of a bone cutter. He noticed the implant was cracked down the side, but was able to tie off the implant.

Manufacturer narrative:
The implant pieces returned were too small to evaluate. The implant is polylactic acid polymer based and when it experiences an excessive amount of force/torque due to over insertion and/or improper bone preparation, it will likely become damaged. This is the first complaint for this part/lot number.